Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading 41 mg/dl, and the bg meter was reading 457 mg/dl. The patient was unable to speak, had diarrhea, and was lethargic. The patient¿s wife called emergency medical services. Once ems arrived, the patient was transported to the emergency room. At the ER, the patient was treated with IV insulin. He was discharged home the following morning, on (B)(6) 2024. The patient was still feeling lethargic and ¿woozy¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.